Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 12/16/2015 under wo #188340 & 182200 and shipped on 12/25/2015. Manufacturing record review: DHR's 188340 & 182200 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: this unit was returned to csi under log 91015 in january of 2019. The complaint was not confirmed and the unit was fitted with a new board as a precaution. Historical complaint review: a review of the 2-year complaint history showed a couple similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. Several were not confirmed, while some got new boards, some were discarded and a few had a loose connection. Product receipt: based on log 94017 this unit was at csi on 3/10/2020. The complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Communication between service & repair over the phone with the customer indicated there was a rf leakage error in coag, but not confirmed when the unit was evaluated. Notes: black harness cable between display and main board may be affecting t5 used to oscillate point in circuit that measures leakage error. *correction and/or corrective action the unit was evaluated and found to function to specifications. The complaint was not confirmed. As a precaution, this unit was discarded and the customer received a new generator, lp-20-120. Engineering was contacted to have the unit evaluated further. Ps was also asked to follow up with the customer on the performance fo the loaner and or the new replacement unit on 5/12/2020. The customer did not provide additional information on this unit. The engineering evaluation on the unit has not borne out a definitive root cause. However, initial observations did show some impact on rf leakage in coag and then go away by simply moving the cable where it usually resides. It is atypical to have the cable found where it was but unclear why it is a problem 5 years later. This unit will be held for further investigation. There are other corrections taking place on the board that may be related but not determined on this unit. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Report submitted by csi service and repairs- " the unit is not coagulating well and has an rf leakage failure in coag mode. They were able to finish the surgeries there w/o sending patient to hospital". Further stated that unit is here and need engineering involved to diagnose the unit, as no issues was found. Ref: e-complaint:(B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Report submitted by csi service and repairs- " the unit is not coagulating well and has an rf leakage failure in coag mode. They were able to finish the surgeries there w/o sending patient to hospital". Further stated that unit is here and need engineering involved to diagnose the unit, as no issues was found. Ref: e-complaint: (B)(4).